Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2022 and the mesh was implanted. It was reported that the patient experienced a bladder-emptying difficulties that was classified with moderate severity. It was reported that the patient had intermittent catheter use, but the patient did not recover and the event did not resolve. It was also reported that the event had a possible relationship to the study device and a possible relationship to the primary study procedure. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent to FDA: 06/01/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional b5 narrative: it was reported that a patient underwent a gynecological procedure on (B)(6) 2022 and mesh was implanted. On (B)(6) 2022, vaginal erosion was noted. The surgeon opined that there is a causal relationship to both the product and procedure. The patient is currently on the waiting list for surgical intervention, therefore, the erosion has not been resolved. (B)(4).

Manufacturer narrative:
(B)(4). Date sent to FDA: 06/28/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional b5 narrative: it was reported that a patient underwent a gynecological procedure on (B)(6) 2022 and mesh was implanted. On (B)(6) 2022, vaginal erosion was noted. The surgeon opined that there is a causal relationship to both the product and procedure. The patient underwent covering the sling in vagina with surgical procedure. The patient's erosion has recovered/resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: sling erosion in vagina start date: (B)(6) 2022 . Updated: outcome: recovered/resolved without sequelae. Related events captured via 2210968-2022-03728 and 2210968-2022-07793.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: sling erosion in vagina start date: 27 may 2022 updated: end date: 16 jun 2022: blank outcome: recovered/resolved without sequelae: not recovered/not resolved. Adverse event: sling erosion in vagina start date: 14 jul 2022 updated: end date: 31 aug 2022: blank outcome: blank: not recovered/not resolved.

Manufacturer narrative:
(B)(4). Corrected information: b1, h1 - this medwatch report is being voided based on update received which confirmed the previously reported adverse events are not associated with the ethicon, inc. Product used or the study patient involved.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information received: adverse event term: bond erosion. Start date: 27 may 2022. Date of surgery: (B)(6) 2022. End date: 11 jan 2023. Severity: mild. Is the adverse event serious? No. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no . Required in-patient hospitalization or prolongation of existing hospitalization: no . Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no . Relationship to study device: causal relationship. Relationship to primary study procedure: causal relationship . Intervention/treatment: drug therapy: no. Surgical procedure, therapy, or intervention: yes. Specify: re-op the tvt-bond. Non-surgical procedure, therapy, or intervention: no. Outcome: recovered/resolved without sequelae . Did this event result in the patient¿s discontinuation of the study? Yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were any concurrent devices implanted? Please provide the mesh exposure site/location, symptoms and diagnostic confirmation. Describe any medical/surgical intervention for the exposure including dates and findings. Was the exposed mesh excised? Were any deficiencies or anomalies noted with mesh device? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Facility name? Country of event? Product code and lot number? D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term : bond erosion tvt-band erosion.